Event description:
Hill-rom received a report from the account stating the siderail was not latching. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the latch hook bent not allowing the siderail to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician straightened the latch hook to resolve the issue. Based on this information, no further action is required.